Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. Batteries charged normally during testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) would not charge. The battery level remained unchanged when plugged in. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11 corrected fields: h6 (medical device ¿ problem code, investigation conclusions)